Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced atrial fibrillation and was hospitalized after propofol was administered during the trial procedure. The patient has been discharged and has completed the trial with no reports of further complications regarding this event.